Event description:
A right subclavian swan ganz catheter was inserted using the above mentioned sheath introducer kit. The pt was taken to surgery for removal of a remaining piece of surgery for removal of remaining piece of guide wire: the guide wire sheared and a piece remained in the pt after the physician removed what he thought to be the entire guide wire.